Event description:
The customer reported that the infusion sets were changed earlier, and he was experiencing low blood glucose. The customer's last glucose reading was 71 mg/dl. Reviewed the daily totals and found that on (B)(6) 2011 was 44.8 units, then the day before was 43.8 units, and the day before last was 43.0 units. The customer received a low reservoir alarm at the time, and he fell the insulin pump was over delivering insulin. The customer stated that he did not seek any medical attention, and since it happened twice he requested a replacement of the insulin pump. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.